Manufacturer narrative:
Corrected information was provided in sections d.1. Additional information was provided in sections h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. There was no handpiece (hp) returned for testing on this investigation. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The complaint was determined to not be relevant to this investigation. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4) h.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in sections d.9, h.3 h.6 and h.11. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The handpiece (hp) was returned to address the issue. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. The handpiece (hp) was received for this investigation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned handpiece was connected to a calibrated system. The handpiece tuned successfully. However, system message (sm) displayed when attempting a five minute burn-in with the system set at 100% ultrasonic and torsional power. The handpiece was connected to a calibrated resistance test box which found the resistance to be within specification and crystal dissipation to be out of specification. A flow rate test was performed on the irrigation and aspiration lines of the handpiece which found the handpiece to meet specifications. Additional shell removal, connector strain relief, and handpiece strain relief testing were performed which found twisted low electrode and high electrode. The returned handpiece was found to functionally exhibit no problems related to irrigation. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that, an ophthalmic handpiece had no irrigation. Procedure details and patient impact have not been provided. Additional information has been requested, none received till date. This is the first of two reports received from the same initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.